Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During the getinge-serviced preventive maintenance (pm), the field service engineer (fse) found that the touchscreen of the iabp was not responding when pressed. To fix the issue, the fse replaced the touchscreen. The iabp passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance (pm) of the intra-aortic balloon pump (iabp), the company representative found that the touchscreen would not respond when pressed. The customer had not reported this issue. There was no patient involvement; thus no adverse event was reported.